Event description:
It was reported the patient experienced a "sudden jolt" and subsequently began experiencing pain at the scs ipg pocket site while using system stimulation. A sjm representative was able to resolve the issue with reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.